Event description:
As reported by the user facility: an rn reported the blood set leaking at the y-connector below the spike during priming with ns-normal saline solution. No injury reported. Potential lot number provided: lot number 0061783957, expiry date 05/31/2024, production date 06/07/2021.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was visually evaluated, and no non-conformance was overserved. The sample was attached to an airline then submerged underwater to be tested for leakage. There were no bubbles observed. Based on the evaluation results, the sample met specifications. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.